Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a 71-year-old male patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. The device was put through extensive testing including bench handling and ECG monitoring stress testing, using known good test accessories without duplicating any malfunction to the device. Review of the device log confirmed the occurrence of the reported problem; however, it does not necessarily indicate a device malfunction. The log showed a multitude of pads off and pads on entries suggesting the pads were not properly coupled to the patient. There is no indication in the log that showed the unit is not capable of recognizing the CPR puck as log review showed evidence of the CPR bar giving proper feedback in the event. The electrode pads used at the time of the reported event were not returned for evaluation. The investigation is closed as poor coupling. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.